Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed no delivery alarm. Customer replaced tube and reservoir, device reset during prime. Device then turn off and on again. Buttons were unresponsive. Customer will not be returning the device for analysis.